Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reports left side deflation. Device remains implanted.

Event description:
Healthcare professional reports left side deflation. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified fold creases, wear abrasion, yellow particles in the shell, and a linear opening on the radius. Leak test and microscopic analysis were performed which identified one sharp crease opening on the radius. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp crease opening on the radius assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., d.9, h.3, h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.